Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced numerous high blood levels because the reservoirs had large air bubbles. Bubbles were also visible when the customer was drawing insulin from the vile. Customer's blood glucose level was not reported. The device was not returned.